Event description:
It was reported that during a routine follow-up when checking the right ventricular (rv) lead pacing threshold measurement, it was observed that the threshold parameter had increased considerably to 6 volts and 2 milliseconds. It was also observed that the r-wave amplitude had decrease considerably. The field representative discussed the option of a chest x-ray to evaluate lead status, however the physician noted that they suspected a dislodgement and would likely perform a revision procedure. Subsequently the patient underwent a revision procedure where the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.